Event description:
It was reported that during an open hepatectomy, the device sometimes function and sometimes did not during use. ¿reactivate¿ was displayed when the device was about to connect to use. The hand switch became not to function. The number of remaining uses of the hp054 was 27. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # v9438p. Concomitant products: generator and handpiece. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the har23 device was returned with no apparent damage. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the min hand activation button was nonfunctional. However, the device did activate when tested with the footswitch. No handle component issues could be identified during testing. The device was disassembled to inspect the internal components. Corrosion was found at the min hand activation dome. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.